Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 543 mg/dl. It was unknown that the auto mode was active or not. Customer reported the insulin pump did not alarmed when they had high blood glucose level. No further complications were reported. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.